Event description:
Boston scientific received information that at a recent device check, this patients device and right ventricular (rv) lead exhibited low out-of-range (oor) shock impedances of zero ohms. Boston scientific technical services (ts) was consulted and suggested doing 2 commanded shocks to determine lead viability, which to date have not been performed. There are no plans to intervene at this time. To date, no adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.